Event description:
It was reported a nylon sling tore at shoulder blade area while pt was being lifted causing pt to fall to floor. Laceration, 7 stitches needed to temporol area. No wear sings where rip occured.